Manufacturer narrative:
The insulin pump was not received in manufacture mode. Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. The insulin pump was received missing reservoir tube o-ring, broken reservoir tube lip, pillowing keypad overlay, minor scratches on case and minor scratches on lcd window.

Event description:
Customer reported via phone call that the insulin pump had reservoir and the clear unattached and the top of the reservoir compartment cracked and the reservoir is unable to lock in place when inserted into pump. Customer's blood glucose value was 137 mg/dl. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will be returned device for analysis.